Event description:
It was reported that this pacemaker's safety mode was triggered. Technical services (ts) advised the resolution. A generator change out is planned. The device remains in use. No adverse patient effects were reported.